Event description:
It was reported that an alert was delivered for non-sustained ventricular oversensing due to intermittent ventricular loss of capture. Provocative testing was unable to reproduce loss of capture episode in clinic. Programming changes were done and patient is monitored remotely.